Event description:
I had a facial on tuesday (B)(6) 2023 and the technician asked about an additional service using the nuface device. We proceeded and I did feel tingling and a burning sensation as she used the device on me. She said that was normal. Thursday (B)(6) I noticed a visible deep indention on one side of my face from the base of my nose that leads up to my eye. I contacted the provider and awaiting a response. I also have contacted nuface via email and also awaiting a reply. I am trying to find the data that was submitted to the FDA that shows adverse events and alert the FDA to this concern. Online I have found some instance of indentions from people that have used the device as well.